Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the investigation.

Event description:
On february 2, 2017 arjohuntleigh has become aware that a spreader bar attached to maxi sky 2 ceiling lift fell and the caregiver was able to catch it without any injury sustained.

Manufacturer narrative:
The customer was visited by the arjohuntleigh representative to perform interview and initial device evaluation. The following information were obtained: - there was no device deficiency found (only some scratches) and from that perspective the system was up to specifications at the time of the incident. - the spreader bar fell when the caregiver wanted to move the ceiling lift, because the spreader bar of the ceiling lift was knocked by the door when someone opened it. For the better understanding of the problem, the simulation test at the manufacturer will be scheduled. Arjohuntleigh will attempt to recreate this scenario. Additional information will be provided upon conclusion of the investigation.

Manufacturer narrative:
Arjohuntleigh received the customer complaint related to maxi sky 2 ceiling lift. It was reported that when the caregiver wanted to move the ceiling lift with the handset to put it away from the door, the spreader bar (model number: 700-19430) disconnected from the lift. The caregiver was able to catch it before it hit his legs and feet. Neither injury nor harm was reported. When reviewing similar reportable events registered in the last five years (since jan 2012 up to jun 2017) for maxi sky 2 ceiling lifts, we have not found any cases with the same or a similar fault description compared to the one investigated here: detachment of the spreader bar. The issue voiced by the customer in this case appears to be an isolated occurrence. The customer was visited by the arjohuntleigh representative to perform interview and initial device evaluation. Established that, the spreader bar fell when the caregiver wanted to move the ceiling lift, because the spreader bar of the ceiling lift was knocked by the door when someone opened it. During the inspection, no malfunction with the quick connection mechanism was identified, therefore it seems the most probable that the spreader bar was incorrectly attached to the scale. Note, the spreader bar is attached to the scale with using the quick connect mechanism. This connection allows the caregiver to change the spreader bar in a few steps without using any tools. The procedure how to install the spreader bar is described in the instruction for use (which is delivered with each ceiling lift) step by step, additionally the illustrations show an attachment of lift to scale, scale to spreader bar and lift to spreader bar. Arjohuntleigh performed an internal test which the goal was to establish that the different types of spreader bars do not disconnect from the lifting device while the quick connect attachment is not properly secured to the scale. The different types of spreader bars stayed connected to the lifting device with the quick connect attachment to the scale not properly secured while loaded with the safe working load (swl). The test is therefore considered a pass. With those facts, our comprehension is that in the eventuality of a spreader bar not being properly attach to scale, the spreader bar will disconnect from the scale especially when the lift is somehow impacted (hit by the door as in the reported complaint). To sum up, the root cause of the complaint was found to be an inadequate assembly of the spreader bar by the caregiver as suggested in the device labelling. Please be aware that according to the instruction for use, before every use the caregiver should check if the spreader bar is correctly attached: "warning: spreader bars and scale must only be installed by a trained person. To prevent the patient from falling, before every use, always ensure that the hook is secured with the attachment and that the attachment latch is closed." (IFU 001-15698-en rev.7). Therefore, it appears likely that a user error most probably caused by a lack of training, contributed to the incident. This particular customer should be re-trained with the procedure of installation the spreader bar to avoid similar problem in the future. In summary, the device was being used at the time of the event and may played a role in the reported incident. The spreader bar was disconnected from the device so from that perspective the system was not up to specifications at the time of the incident. We find this complaint to be reportable to the competent authorities in abundance of caution, due to the potential of serious injury if the incident would to recur - the spreader bar's fall.